Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this momentary squeeze (ms) pump and both cylinders were thoroughly analyzed. Visual inspection of the ms pump observed no defects; however, it did not pass the activation test. The cylinders were visually inspected, microscopically examined and tested for leaks; no damage was identified. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 ipp instructions for use. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) lgx was implanted and in its first inflation, it was noticed that the patient presented severe peyronies. Therefore, the prosthesis was switched to an ipp cx. No additional patient complications were reported and the procedure results were reported as good.

Event description:
It was reported that this inflatable penile prosthesis (ipp) lgx was implanted and in its first inflation, it was noticed that the patient presented severe peyronies. Therefore, the prosthesis was switched to an ipp cx. No additional patient complications were reported and the procedure results were reported as good.